Event description:
It was reported that the patient received two inappropriate shocks due to oversensing of noise when the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary sensing vector. The patient was brought in for testing and the noise was not able to be reproduced in primary. However, there was noise in secondary and alternate sensing vectors when the physician performed pocket manipulation. Technical services (ts) was consulted and upon review of the episodes noted that the noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and indicated reprogramming is not an option since noise was seen in secondary and alternate. Ts recommended to perform a revision procedure. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the patient received two inappropriate shocks due to oversensing of noise when the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary sensing vector. The patient was brought in for testing and the noise was not able to be reproduced in primary. However, there was noise in secondary and alternate sensing vectors when the physician performed pocket manipulation. Technical services (ts) was consulted and upon review of the episodes noted that the noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and indicated reprogramming is not an option since noise was seen in secondary and alternate. Ts recommended to perform a revision procedure. The s-ICD and electrode remain in service at this time and no additional adverse effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported. The device was returned for analysis.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. This report is being submitted to correct impact codes (h6) that were inadvertently left off last report. The product has been received for analysis. This report will be updated upon completion of analysis. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 25 to 26 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. This report is being submitted to correct impact codes (h6) that were inadvertently left off last report. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received two inappropriate shocks due to oversensing of noise when the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary sensing vector. The patient was brought in for testing and the noise was not able to be reproduced in primary. However, there was noise in secondary and alternate sensing vectors when the physician performed pocket manipulation. Technical services (ts) was consulted and upon review of the episodes noted that the noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and indicated reprogramming is not an option since noise was seen in secondary and alternate. Ts recommended to perform a revision procedure. The s-ICD and electrode remain in service at this time and no additional adverse effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.